Manufacturer narrative:
One zimmer friction fit abutment restoration was returned for inspection with a restoration screw. The screw shows signs of wear from use about the threads and head. Its internal drive feature is heavily worn from use, but remained functional. The abutment hex is also worn and contains debris along the hex feature. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: 'instructions for use for zimmer dental implant systems' 4894i rev 3-07/09. Information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint indicates continuous loosening of the restoration over an extensive period of time. The alleged event was non-verifiable with the information provided. The root cause for the complaint could not be determined. The following sections were updated: date of this report. Contact office - name/address. Follow-up number. Follow up type. Device evaluated by manufacturer: change "no" to "yes". Evaluation codes. Additional narrative.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number k013227 / k953101.

Event description:
It was reported that the hla3g abutment loosened.